Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; d5; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day due to periprosthetic fracture. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. D10: cat# 15-105000 lot# 026040 m2a taper 37/28mm liner. Cat# 15-103652 lot# 987460 m2a-t univ 2-hole shl 52mm. Cat# 11-163664 lot# 139560 28mm m2a mod head +6mm nk. G2: foreign: canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.